Manufacturer narrative:
The fill patient identifier is (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access il-6 reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. There were no issues with sample integrity reported by the customer. Even if heterophile interferences were suspected, no sample was available for testing. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 10mar2023 the customer reported repeatable erroneously elevated il-6 (access il-6 assay, part number a16369, lot number 234418) results for one patient were generated on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). No patient data was provided. The original results for one patient were >1500 pg/ml on (B)(6) 2023. The patient was retested twice several days later with a il-6 result >1500 pg/ml on (B)(6) 2023 and at 1113.4 pg/ml on (B)(6) 2023. The roche method il-6 result was discordant at 16.3 pg/ml (roche cut off is 35 pg/ml). No original data was provided. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No change in the patient treatment was reported. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check and quality control were not provided for review. Calibration passed on 16feb2023 with reagent lot 234418 and calibrator lot 234022. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.